Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler rx device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous distal right coronary artery that is 99% stenosed. A 3.5x08mm nc traveler balloon dilatation catheter (bdc) met resistance during advancement; however, during the first inflation for pre-dilatation the balloon ruptured at 12 atmospheres. A non-abbott balloon was used followed by a xience stent implantation with post-dilatation by a same size nc traveler. There was no adverse patient effects and no clinically significant delay. No additional information was provided.